Manufacturer narrative:
The technician found the brake mechanism assembly was inoperable and the casters were worn. The tech replaced the brake mechanism and the four casters to repair the bed.

Event description:
Information received indicates the technician found, the brake will not hold on the bed.